Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent high blood glucose (bg) events in the morning, with a highest blood glucose (bg) of 210 mg/dl. The user had been announcing breakfast with very few carbohydrates to compensate. The agent educated the user on dawn phenomenon and advised only announcing meals when carbohydrates are consumed. A factory reset was completed successfully, and an additional training (at) session was scheduled. Blood glucose (bg) was corrected by meal announcement. No symptoms, outside assistance, or medical intervention were reported.